Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module. The initial result was 21.07 ng/l. This result was reported outside of the laboratory. The customer waited 3 hours and obtained a new sample and the result was < 6 ng/l. This sample was repeated with a result of < 6 ng/l. The customer pulled the comprehensive metabolic panel (cmp) tube that was drawn at the same time as the sample for the troponin t gen 5 stat test and ran it with a result of < 6 ng/l. The customer then repeated the original sample tube with a result of < 6 ng/l. No adverse event occurred. The troponin t gen 5 stat reagent lot number was 30564901 with an expiration date of 30-jun-2019. Rack adapters were used for the 13 mm sample tubes. The sample tube was inverted 8-10 times and spun for 10 minutes at 3000 rpm. Based on the type of sample tubes the customer uses, sample tubes should be spun for 10 minutes between 1100 - 1300 g. Calibration signals were slightly lower than expected. Qc results were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) visited the customer site and no cause was found. Instrument checks and performance testing were completed. All results were within specification. The system was operating within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer thinks the event was caused by sample integrity issues. The customer has been monitoring the troponin t gen 5 stat results along with the centrifugation process and they have not had any further issues.